Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about seven infusion sets fell off. Infusion set was in use for 2 days. Patient blood glucose at the time of issue was 28 mmol/l. Patient took correction injection via mdi to address high bg. Trace amount of ketones were identified. Patient replaced infusion set and resumed insulin successfully. No further information available.